Event description:
The facility reported a pump with failure code 810:11 occurring during pt infusion. There was an interruption of therapy when the failure code occurred. The infusion was discontinued, the device was swapped out, and the therapy resumed. There was no pt injury or medical intervention reported. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with failure a code 810:11 occurring during pt infusion was not confirmed. The device was not sent to baxter for eval. A hospital representative stated to technical services that moisture was found within channel b and channel c. The device was removed from service at the time of the event. The channels were cleaned, at the facility, per the service manual. Functional tests were performed on the device by the facility. The device was functioning properly.